Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted; however, no insulation damage was observed.

Manufacturer narrative:
No medwatch form was received.